Event description:
The customer reported unable to acquire 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire 12 lead ECG. There was no reported adverse pt impact. The customer isolated the issue to the trunk cable. The trunk cable was replaced and the issue was resolved. The device is now working fine and was returned to use. The trunk cable was not available for philips' eval as the customer scrapped the cable. Based on the customer's report, we are considering this a malfunction of the trunk cable where 12 lead ECG could not be acquired.